Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2021-02-09. Investigation summary: 33 samples (31 unused, 2 used) were returned by the customer. It was reported that the chemo port is not allowing a steady flow of the chemotherapy drug which has been happening for about 2-3 weeks and 5 times a day. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were connected to a 10 ml syringe and attempted to be flushed with at least 10 ml of a methylene blue/water mixture. The sets were able to be flushed. The failure was unable to be replicated and the complaint was unable to be verified. A device history record review for model: 2000ea, lot number: 20105313 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that 5 ndleless vlv adpt arterial experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: material#: 2000ea, batch/lot#: 20105313. Reporter stated that this product, when connected to patient's chemo port will not allow steady flow of chemotherapy to patient - stating possible clog or occlusion. This last week alone, the reporter claims that it has been happening 2 up to 5 times a day between a couple of nurses for about 2-3 weeks now.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 5 ndleless vlv adpt arterial experienced flow issues and were clogged/blocked/occluded. The following information was provided by the initial reporter: material #: 2000ea, batch/lot #: 20105313. Reporter stated that this product, when connected to patient's chemo port will not allow steady flow of chemotherapy to patient - stating possible clog or occlusion. This last week alone, the reporter claims that it has been happening 2 up to 5 times a day between a couple of nurses for about 2-3 weeks now.